Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Were any cultures performed? If yes what was the result? Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? If yes, provide details of event and specific product code and lot number used can specific patient demographics be provided for the subject of this article: if yes, please include: initial procedure date , where procedure was performed, specific medical/surgical intervention performed patient pre-existing medical conditions. Reference attached journal article: "title: allergic contact dermatitis to dermabond: a case and review of the literature citation: wound medicine 14 (2016) 25¿30. Http://dx.doi.org/10.1016/j.wndm.2016.07.003.

Event description:
It was reported in a journal article that a patient underwent a surgical excision of a medium-sized congenital nevus excision procedure of left lower leg on an unknown date and topical skin adhesive was used. The nevus was excised, and post-excision wound closure was performed using two sutures as well as topical skin adhesive. The postoperative course was subsequently complicated by wound dehiscence with a concomitant pruritic, erythematous and exudative rash involving the perioperative site. A subsequent autoeczematous reaction ensued with widespread pruritic eczematous plaques. The patient was seen by pediatric dermatology and treated with desoximetasone cream and a 10-day course of amoxicillin due to concern for bacterial superinfection. This led to complete resolution of the rash. The wound, however, did not heal in a cosmetically elegant fashion and 7 months later, the patient underwent surgical scar revision. The surgical site was again cleansed, prepped and closed using the same materials as the previous procedure. The patient subsequently experienced a similar post-operative course with a vesicular eczematous rash of the surgical site resulting in further wound dehiscence and another auto-eczematous flare of patients trunk, arms and face. Acd was suspected and the patient was referred for patch testing. Reactions were read on day 3 and day 7. Final reactions included strong/very strong reactions to topical skin adhesive, formaldehyde, quaternium-15, bacitracin, hydroquinone and the patient¿s shampoo; mild reactions to dmdm hydantoin and fragrance mix; and relevant weak reactions to imidazolidinyl urea and an over the counter antibiotic ointment containing bacitracin. The patient did not react to acrylates other than the topical skin adhesive itself, but the patient did have reactions to two strengths of formaldehyde, as well as three formaldehyde releasers (quaternium-15, imidazolidinyl urea, dmdm hydantoin), suggesting that the breakdown of topical skin adhesive to formaldehyde was the sensitizing trigger. Additional information has been requested.